Event description:
During the procedure, we were reaming the cup for the acetabulum. Surgeon noticed the reamer and cup were displaced posteriorly and superior according to plan. When we went to impact the cup, both surgeon and I noticed what appeared to be an angle discrepancy and went manual for the rest of the case. Tha procedure delayed for 5 minutes.

Manufacturer narrative:
Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 380 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 13 other reported events ((B)(4)). Conclusion: according to the session file, registration accuracy was acceptable. The checkpoint in both reaming and impact page were within the tolerance. No system defect or malfunction is suspected.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the procedure, we were reaming the cup for the acetabulum. Surgeon noticed the reamer and cup were displaced posteriorly and superior according to plan. When we went to impact the cup, both surgeon and I noticed what appeared to be an angle discrepancy and went manual for the rest of the case. Tha procedure delayed for 5 minutes.